Event description:
Device 2 of 3. Reference MFR report: 1627487-2012-1973. Reference MFR report: 1627487-2012-1975. The pt has two leads implanted with the same lot number. It was reported the pt is experiencing a burning sensation at her ipg site while charging and her ipg is no longer holding a charge. An sjm rep met with the pt and lead diagnostics showed high impedances. Reprogramming was unable to resolve the issue. Follow up info identified the pt is no longer receiving effective stimulation. Surgical intervention is pending to address the issue. On (B)(6) 2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.